Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Air leakage occurred at the video connector. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had some leakage. The issue was identified during routine inspection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation and to include corrections and updates. A definitive root cause could not be identified. The device evaluation found no image, and the camera head cannot be connected to the video system due to a bent pin at the electrical contact of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had some leakage. The issue was identified during a routine inspection when used in combination with the video system. There was no patient involvement.